Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented worsening incontinence (frequency, leakage), painful sexual intercourse, vaginal scarring, nerve damage, dysuria, nocturia, recurrent urinary tract infections, dyspareunia, pain and had to have several subsequent corrective surgical procedures. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.